Event description:
Consumer alleges that both front casters spokes are broken.

Manufacturer narrative:
This device has a serial number of (B)(4) and is manufactured by (B)(4). The manufacturer will be notified about the event.

Event description:
Consumer alleges that both front casters spokes are broken.